Manufacturer narrative:
Device codes: the problem code 1069 captures the reportable event of cutting wire broken. Evaluation conclusion codes: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 and an rx locking device and biopsy cap were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire of the tome broke at the biopsy cap, prior to going into the scope. In addition, it was also found that the sponge of the rx locking device and biopsy cap was detached causing blockage of the tome. Hence, the tome was unable to pass through the biopsy cap. Reportedly, this caused the cutting wire to break and bent. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44 and a different biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 and an rx locking device and biopsy cap were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire of the tome broke at the biopsy cap, prior to going into the scope. In addition, it was also found that the sponge of the rx locking device and biopsy cap was detached causing blockage of the tome. Hence, the tome was unable to pass through the biopsy cap. Reportedly, this caused the cutting wire to break. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44 and a different biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.